Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported insecure battery connection which was reproduced when the device powered off without user input while on direct current power. The reported issue was verified during a review of the event history log by the presence of "improper shutdown!" On the final days of customer use in the log. Evaluation found the symptom to be caused by a failed back flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an insecure battery connection. There was no known patient injury or medical intervention associated with this event. No additional information is available.